Event description:
Distributor quality rep reported to fhc that two different use by dates (ubd) appeared on the same lot-numbered product. The single label shows a different ubd than the 20-pack label. There was no surgery or pt impact as this was discovered prior to surgery and the case proceeded as scheduled.

Manufacturer narrative:
This was a wrong expiration date on product label error. The single label shows a different use by date than the 20-pack-label. The difference in the use by dates was one year, and the product was labeled as expiring a year earlier than it actually did. Because the product use by date was earlier by a year, there was no risk to pt health. The problem was discovered prior to surgery and a different lot was immediately used as a replacement. Review of other similar product, but with different lot numbers did not show the same problem.